Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
Same case as: 2134265-2009-03720. It was reported that in preparation for a coronary drug eluting stenting treatment procedure, stent damage was noted. Two 3.50 x 20 mm taxus liberte' drug eluting stents had both proximal and distal stent damage noted upon unpacking. No pt complications were reported.